Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon used the device with intracranial pressure monitoring in a patient, and the patient had a complication with brain herniation. The surgeon suspected something was not right with the device. Additional information was received stating that the event occurred on (B)(6). The reported event occur post operatively when an MRI was performed. Unfortunately the patient passed away from the complications to the brain herniation. Additional information was received stating that the patient passed away after (B)(6) 2021 about 3 days later. The reported cause of the event has not been confirmed.